Manufacturer narrative:
Other relevant device(s) are: micra; model #: mc1avr1/ expiration date: 28-mar-2023 / serial#: (B)(4) UDI #: (B)(4); device evaluated: no; dev rtn to MFR? :no;mfg date: 27-oct-2021; labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) following the removal of the tether there was an increase in thresholds, sensing problems as well as diminished sensing. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.